Manufacturer narrative:
Per the clinic, the patient developed a fistula causing infection at the implant site. Subsequently, the patient was administered with oral, topical and IV antibiotics (specific date and duration not reported). The patient was also hospitalized (specific date and duration not reported) for IV antibiotics administration.

Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection (site of infection not confirmed). There are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.